Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer stated that he attempted to bolus, but he stated that this did not lower the blood glucose levels and they would continue to rise. He stated that the insulin pump worked for the most part, but he occasionally experienced an absence of no delivery alarm. Replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.